Event description:
Almost choked [choking sensation]. Bottom part of brushhead fell off in mouth [device breakage]. Case description: date of event:(B)(6) 2015. A consumer reported that while using an oral-b vitality series toothbrush, the oral-b brushhead, version unknown fell off resulting in almost choking.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.